Manufacturer narrative:
(B)(4). The complaint states the patient experienced hardware error. Data was reviewed on (B)(6) 2015; however, the dates of data sent were not inclusive of the issue date range. Problem could not be confirmed. The root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. The patient did not report any injury or medical intervention.